Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019. The service technician determined that the touchscreen required replacement. The service technician replaced the touchscreen assembly and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The manufacturer¿s international service technician reported that the ventilator's touchscreen malfunctioned. There was no patient involvement.